Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Blood glucose level was 165mg/dl. A system check was performed using the current supplies and the pump performed as intended. No damage was noted to the infusion set cannula. Reportedly, there may have been a temperature change to the pump prior to the occlusion alarm declaring. Tandem technical support advised the customer to prevent abrupt temperature changes to the pump and to discuss alternate infusion set types with their healthcare provider.